Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Implanted.

Event description:
It was reported by the surgeon that the patient will undergo a revision surgery to remove screw(s) from the ramus component due to the patient experiencing severe pain. The surgeon believes the patients pain may be due to screw position.

Event description:
It was reported by the surgeon that the patient will undergo a revision surgery to remove screw(s) from the ramus component due to the patient experiencing severe pain. The surgeon believes the patients pain may be due to screw position.

Manufacturer narrative:
The reported event could not be confirmed as the patient's imaging was not provided. The revision surgery took place and the surgeon removed two screws. The surgeon reported that the patient has necrosis, which is causing the patient's discomfort. The patient was doing well after the surgery. He confirmed again that the implant had nothing to do with the patient¿s discomfort. In conclusion, the surgeon diagnosed the patient's discomfort related to the patient's condition and confirmed the patient's pain was unrelated to the devices and the devices were functional. Further, no tmj screw failure, malfunction, or other performance issues was found. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj screws. Therefore, no corrective and/or preventive actions are deemed necessary at this time. This complaint is added to the complaint trend. If further information becomes available, the investigation will be re-evaluated.